Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00087-00 under a different suspect device. The field service representative (fsr) inspected the instrument. Observed a leak and crystallization at the r1 alinity pipettor probe connector, and replaced the part to resolve the issue. Return testing was not completed, as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated, that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for (B)(4), or the alinity pipettor probes was identified.

Event description:
The customer observed falsely elevated alinity I total hcg results for a patient sample. The following data was provided (iu/l=miu/ml): (B)(6) 2023, sample ID (B)(6), initial result = 2.3 iu/l, repeat = 35.5 iu/l, 2.3 iu/l, 2.3 iu/l . No impact to patient management was reported.